Manufacturer narrative:
The product was requested for investigation but product was not received. Maquet cardiopulmonary (B)(4) is aware of similar complaints showing a similar malfunction. During investigation of a similar complaint the oxygenator was connected to the cardiohelp for functionality testing. Thereby no stable values (pressure fluctuation) were detected. Afterwards the lid of the pump housing was unrigged for investigation of the sensor. Under the microscope oxidation (corrosion) of the sensor was detected. Based on the received information and the previous investigation of a similar complaint the reported failure could be confirmed. The manufacturer is aware of similar complaints showing a similar malfunction. An internal process (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
The former mentioned (B)(4) was transferred into the nonconformance process with reference #(B)(4) with the following outcome: an investigation of oxygenators in question showed that the venous pressure sensors are probably corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings., it could be shown by a dried electrolyte plug that this state has obvious no impact on pressure sensor readings. It is obvious that the electrolyte (saline - priming solution)etches the pns of the plug. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline. Based on these results complaint # (B)(4) will be closed. This data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a tread occurs, it will be escalated to quality assurance management for review and determination if further investigation initiations will.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary requested the product back for investigation but has not received it until yet. A supplemental medwatch will be submitted as soon as further info becomes available. Additional info: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
Description from the customer report: "venous pressure sensors has shown a high offset after priming that has not been able to fixed by routine sensor calibration." (B)(4).